Manufacturer narrative:
H10: multiple attempts were made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting errors on the v60 ventilator since remediation activity occurred. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue began after the power management (pm) printed circuit board assembly (pcba) was replaced. The rse assisted the bme to determine the new pm pcba had failed and a mc pcba will need to be ordered. Investigation ongoing.